Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge. The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device and that the patient was doing well with all pain areas covered postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.